Event description:
The consumer reported that she had a fall at the end of (B)(6) 2015 and the device stopped working. The patient had no pain control and started feeling the stimulation going down her knees. Additional information received from the manufacturer representative reported that they met with the patient and impedances were good. Reprogramming was done to concentrate the stimulation sensation in the lower back and buttocks only and the patient was not feeling any stimulation in her legs. The patient was going to try to get an x-ray to see where the lead was. The patient was happy with the new programming settings. The indications for use were chronic low back pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that there was a return of symptoms, the implant quit working, and the patient had pain in her middle back. It was also noted that ¿it stayed on the left side, no up/down/sideways.¿ she has not used it since. The implantable neurostimulator was checked and it was determined that the patient needs a new battery due to normal battery depletion and based on the issue. The patient also gets shots from the health care provider. The patient wants the replacement to be after (B)(6) 2017 if it was necessary. It was noted that the patient had notified a manufacturer representative of these issues in the fall of 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported they were having the ins removed on (B)(6) 2018. The patient stated the ins was hurting them so bad that the patient's walk had been affected. The patient said they could not sit in a chair or sit back. The patient had to sit on the edge of a chair and sit a certain way. The patient stated their right side went numb and pain moved down their legs. The patient reiterated they could never get stimulation down the right side of the body, and stimulation was only able to get on the left side and upper leg. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the device was not removed.